Event description:
A consultant reported that there was not enough vacuum during surgery. The consultant attempted to increase the vacuum by adjusting the settings with no effect. The consultant changed the cassette and procedure was completed with no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).